Manufacturer narrative:
A review of lot file a764 was performed. There were no nonconformances associated with this lot. This lot met all release requirements. A review of complaints received for lot a764 was performed. There was one other photoactivation module leak reported to date for this lot. No trends were detected. This assessment is based on the information available at the time of the investigation. No product was returned by the customer for investigation. Therefore, the root cause of the leak could not be determined based solely on the information provided by the customer. (B)(4).

Event description:
Customer is reporting a leak at the photoactivation module. Name and function of complainant: same as reporter. Customer reported that toward the end of treatment, but before reinfusion, she observed a leak at the photoactivation plate where the recirculation bag tubing is attached. Customer aborted the treatment and did not return any blood/blood products to the patient. Customer did not return kit for investigation as it was discarded.